Manufacturer narrative:
Batch review performed on 15 october 2021: lot 1906103: (B)(4) items manufactured and released on 31-july-2019. Expiration date: 2024-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 6 months and 13 days after the primary the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.